Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned with a shell failure and light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.